Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is long beach memorial medical center a getinge field service engineer (fse) was dispatched to evaluate the unit. When fse plugged in using battery found unit in rescue mode and was not properly seated in cart. Reseated unit into cart to resolve issue.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit was plugged into an ac power source, it connected to ac power but continued to operate on the internal battery instead of switching to ac power. There was no patient involvement reported.